Event description:
On (B)(6) 2013, a 25mm trfiecta valve was implanted. Following the implant, the patient was reported to have a high gradient and a leaflet tear requiring intervention. On (B)(6) 2019, a tavi valve-in-valve procedure was performed and an edwards sapien 3 was implanted. The patient was discharged one day postoperatively.

Manufacturer narrative:
An event of high gradient and a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.